Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three kinked cannula event on (B)(6) 2024. The infusion set was in use for 24-36 hours. The insertion site was abdomen. The blood glucose level was 465 mg/dl and the patient was treated with correction bolus via pump. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.